Event description:
It was reported that during an unknown procedure, the blade was broken off when a nurse cleaned it outside the patient's body. The device had been locked out several times before the blade was broken off. Another device was used to complete the case. There were no adverse consequences to the patient and no piece was left inside the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.